Manufacturer narrative:
On 22-jan-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and the force values displayed were high. After withdrawing the catheter out from the patient, it was found that the tip of the catheter was rough, as if there was a burr on the catheter. The burr was similar in color to the plastic and its size was similar to the electrode. The physician didn't feel any resistance or pressure using the device. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and screening test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device, the tip was observed in good conditions. A photo was provided by the customer and it is observed a particle/burr in the tip area, however, this was not observed in the physical device. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31314250l and no internal action related to the complaint was found during the review. The force issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The broken tip reported was confirmed based on the photo provided as the burr to issue reported by the customer. The potential cause of the particle/ burr in the tip could be related to the manipulation of the device during the procedure, however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: always zero the contact force reading following insertion of the catheter into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. Refer to the instructions for use for the carto¿ 3 system for instructions on how to zero the contact force reading; do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage the contact force sensor and affect measurement accuracy. As part of johnson and johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product complaint will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and the force values displayed were high. After withdrawing the catheter out from the patient, it was found that the tip of the catheter was rough, as if there was a burr on the catheter. The burr was similar in color to the plastic and its size was similar to the electrode. The physician didn't feel any resistance or pressure using the device. A second device was used to complete the operation. There was no adverse event reported on patient.